Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was no longer able to pump up the device, leading to surgical intervention. During the procedure, reservoir migration was noted. The reservoir was located sub-muscularly and it migrated out from beneath the muscle. The entire ipp was removed and replaced with a tactra malleable penile prosthesis. No patient complications were reported.